Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off. The pump was connected to a power source and was able to be turned on. After the customer turned the pump back on, the customer verified multiple malfunction alarms in the pump history. Customer reported a blood glucose level of 186 (mg/dl). Customer stated that they would revert to another pump for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.